Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Device received with stained end cap sticker. Device received with scratched lcd window.

Event description:
Customer reported via phone call that the device had a blank display. Dome label appeared to have a burn mark possibly form the battery. Customer's blood glucose was 430 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.